Event description:
Patient in the office on the morning for video capsule endoscopy. Equipment functioning normally when applied to the patient. Patient information entered in the computer program without difficulty, etc. Patient left the office and had equipment on all day during the data recording. Patient returned to the office in afternoon that same day and I removed the equipment including the data recorder. Equipment was functioning correctly at that time and per the pt, equipment recorded all day long without any difficulty. Data recorder was then put in the docking station that is connected to the computer with the appropriate pillcam software. Opened pillcam program to download data recorder information and computer unable to retrieve the patient data. I contacted manufacturer's technical support. I spoke with the it representative and after trying several different things to get the data recorder to download, representative stated that there was a problem with recorder and that we would need a new one. Recommended that we return current data recorder to manufacturer to see if they would be able to retrieve the patient's data. Recorder has been sent to manufacturer.